Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states her controller is not letting her use her a and b settings. Patient states she turned it down because she needed it at a lower setting and now cannot turn up her settings in a or b. Pt states when she uses the c setting doesn't even last a day and a half. Agent asked if there is an error code and patient states she will try to go up and doesn't do anything and doesn't give a code or anything. The issue was not resolved through troubleshooting. Agent advised to troubleshoot and pt states she needs to charge her ins as that is depleted. Agent stated will call patient later in the day. Agent also wanted to add that an email was sent to the reps. Agent also wanted to add that the patient states no changes to system and no falls/trauma. Agent made outbound call to the patient to check the status of the ins. Pt states she did charge the ins fully and states the message she gets when she goes to adjust a and b is the settings not available. Agent reviewed this has to do with the ins and not the equipment. Pt states she has lowered but ca not adjust up. Agent directed to hcp on getting the ins adjusted and checked. Additional information was received from the manufacturer representative (rep). Rep reported that there were no external/environmental or patient factors that contributed to the settings no available message. Pt was told to schedule a reprogramming appointment. To rep's knowledge, the patient was working on setting up a reprogramming appointment with their clinic. It was reported their was loss of stimulation and return of pain; it was reported stimulation was intermittent. Conducted impedance check and there were high impedances on contacts 0, 2, 4, 6, 8, 9, 10, 11, 12, 13, 14, and 15. Due to the high impedances, rep changed the programs on her intellis so that the groups a, b, and c did not use any of the high impedance contacts listed above. Cause was not known; patient seeing "out of regulation (oor)" or "settings not available". Rep reported that now, groups a, b and c are using electrodes with normal impedances (contacts 1, 3, 5, and 7). With patients new groups/programs, she could adjust her stimulation intensity up and down. Rep reported issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.